Event description:
Event description guidant received information that this pacemaker displayed a fault code 1 error message upon intitial interrogation while still in the box prior to implant. The wand had been placed over the top surface of the box and was not resting on a metal surface. The device was not implanted and was returned for analysis.